Manufacturer narrative:
(B)(4).

Event description:
Procedure: orthopedic. According to the reporter: between week 6 to week 8 post-operatively, the pt has experienced blistering along the suture line, resulting in suture spitting and dehiscence of the wound. Large portions of the product was extruding from the wound.